Event description:
Ref order (B)(4) dealer just received these replacement parts. Tech service advised the joystick and the multiple interface box are not communicating with each other. The joystick does not recognize the box.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the joystick was factory stock and no options were turned on in the joystick, causing the joystick not to see the multiple interface box, which confirmed the original complaint issue. However, this was not a malfunction of the joystick, which tested fully functional, but was a programming error.

Event description:
Dealer just received these replacement parts. Tech service advised the joystick and the multiple interface box are not communicating with each other. The joystick does not recognize the box.